Manufacturer narrative:
The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the mega suturecut needle driver broke while in use, wire popped out. The procedure was completed, the reporter was not able to provide information regarding the patient outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: another needle holder was used to complete the case. The reported issue was resolved by removing the arm in question from service and sending it to intuitive. There was no injury to the patient.